Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vt ablation ventricular pacing inhibition due to crosstalk was observed. The patient was asymptomatic. The device was reprogrammed successfully.